Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device service by a third party? No. All available patient information was included. Additional patient details are not available. During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. The peristaltic head tubing was replaced as part of troubleshooting which resolved the issue. Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for elevated concentration and erratic results, including, but not limited to the troubleshooting performed by service. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported falsely elevated sodium (na+) results generated on the architect c16000 analyzer on multiple patients. Example results provided: (B)(6) 2021 sid (B)(6) = 194 mmol/l, another instrument = 141 mmol/l (normal range: 136-145 mmol/l). No impact to patient management was reported.